Event description:
The customer reported discrepancy in differential cells count between the manual differential vs. The results from the act 5diff autoloader. The customer provided data that showed the following: patient #1 was run on (B)(6) 2012 on the act5diff al and gave a low ne and high ly results within generated flags compared to the manual differential count. The manual diff count was considered correct. Patient 2 showed low ne and high ly and mo results with instrument generated flags compared to the same sample rerun 2 days later after warming to room temperature. The rerun on (B)(6) was considered correct. Patient 3, 4, and 5 were run on the act 5diff al showed similar; however, not as significant discrepant diff results when compared to the same samples run on an act diff instrument. For patients 3 & 5 the instrument generated diff flags. In addition, patient 3 also showed higher wbc result on the act 5diff all without instrument flag in contrast to the act diff results. The act diff results were considered correct for these three patient samples. This MDR covers the event for patients 2, 3, and 5. Discrepant results were reported out and corrected reports were issued. Patient treatment was not impacted by this event. No injury or death was reported in association with this event. Patient data are attached sample information was not provided. Previously-run patient samples rerun to confirm accurate back to the last acceptable control run. The unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The controls were run before and after the event and were within acceptable ranges.

Manufacturer narrative:
The customer called and reported that the patient samples were verified by running them on the act diff and results were provided to the physician to evaluate. The difference was mainly in the differential. All other parameters match. Field service engineer (fse) performed the following; adjusted latex gain for volume; adjusted potentiometer for absorbance up and down to clean its wiper; verified all other settings; ran several patient specimens compared to act diff results and all results correlated well. The fse ran several patient specimens and compared them to the act diff results and all results correlated well. Although the fse adjusted the instrument, he was unable to note any problems with the instrument.